Event description:
A user faciltiy reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Patient impact is unknown. Additional information has been requested.

Event description:
Additional information provided by a surgical technician from the user facility indicated there was not pt impact/injury associated with this event.